Manufacturer narrative:
On (B)(6) 2019 it was reported to mentor that the affected device is saline mentor smooth round moderate profile 325cc, the catalog number is 3501650, serial number (B)(4), lot number 255482. Concomitant product is saline mentor smooth round moderate profile 325cc, catalog number 3501650, serial number (B)(4), lot number 255482. On (B)(6) 2019 it was reported to mentor that the replacement devices were mentor memorygel breast implant 250cc, catalog number 3502751bc, serial number (B)(4), lot number 7754754 on the right breast implant and mentor memorygel breast implant 250cc , catalog number 3502501bc, serial number (B)(4), lot number 9356052 on the left breast implant. On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device some creases were observed in the anterior and posterior view. Leak testing was performed and it revealed a tear within one of the creases in the anterior view, measuring approximately 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/5/2019, additional information received indicated that patient underwent bilateral removal and replacement with gel implants on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Concomitant products: right unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with unknown saline breast implants which the left side deflated after implantation. Patient notice deflation in 2011, in 2014 had MRI and the test confirmed left deflation and, on (B)(6) 2019 doctor confirmed via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.